Event description:
It is reported that the pt dislocated and was reduced in the emergency room.

Manufacturer narrative:
Evaluation summary: the components were in vivo for approximately 4 months at the time of this event. The patient's activity level is unknown. Operative notes from the hip replacement and notes detailing the dislocation event were provided. No x-rays were provided. In the notes which described the dislocation and subsequent operating room visit, it is stated that "she leaned forward, twisted her knee into internal rotation and dislocated her left hip." The doctor's assessment within the same notes says that "she clearly described putting her hip into a position of flexion, adduction and internal rotation, which caused the dislocation." This was described by the doctor as "a total violation of all sorts of hip precautions." It was also noted that the implants were well positioned, and there was no indication that a revision of these components was necessary. Based on these descriptions, it is unlikely that the dislocation was caused by a problem with any of the devices. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.